Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
As reported: "a titanium plate and screws which were implanted in 2015 caused titanium dioxide poisoning in the patients body. Patient reported symptoms started in 2022. Eventually a blood test for titanium dioxide confirmed this.the plate and screws were removed."

Event description:
As reported: "a titanium plate and screws which were implanted in 2015 caused titanium dioxide poisoning in the patients body. Patient reported symptoms started in 2022. Eventually a blood test for titanium dioxide confirmed this. The plate and screws were removed."

Manufacturer narrative:
The received pictures were reviewed, the plate is visible on the pictures together with six screws. There length of the screw is not confirmed and cannot be confirmed without having the device. All screws are discolored, which can be traced back to the implantation time of more than eight years. Four of the screws are in a good condition with no visible damages, one of these intact screws is covered under the present stryker reference # (B)(4). A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. The complaint was forwarded to medical affairs for review with following result: most literature describes titanium related issues in relation to dental implants, although some also refer to orthopedic implants. It has been shown that titanium oxide may cause a sensitivity reaction, damage to specific human cells or disturb pathways in the human body. Symptoms of sensitivity of titanium may include episodes of hives, eczema, edema, reddening, and itching of the skin or mucosa. Symptoms of titanium toxicity may include fatigue, headaches, blurring of vision, respiratory inflammation, lymphedema, and hyperpigmentation of the nails and skin (yellow nail syndrome). Some of the symptoms described by the complaintive seem/ may to be related to titanium: itching and headaches. For the others I am unable to confirm whether these are related to titanium orthopedic implant toxicity. Dental implants have a bit of a different toxicity pattern compared to orthopedic implants, since titanium oxide nanoparticles may end up in the digestive system, which is not possible for orthopedic implants in the foot. Furthermore, it has to be clear as well, that next to orthopedic implants and dental implants titanium oxide is present in many cosmetics and is a food additive as well. There may be more reasons for the high blood levels for this case, we have limited information on the other ways titanium good have gotten into the blood. The review of the provided information has shown that the performed blood test has an increased titanium value of 10.5 ug per l, but it is not clear whether all reported symptoms are related to the titanium blood levels, also it is unknown if there are potential other factors that did contribute to the values. Therefore, the complaint is rated as unconfirmed in relation to the implants. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.